Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
We were unable to conduct testing due to a lack of a xiaomi mobile device with android 12 to test. Nevertheless, the issue can be confirmed through log analysis. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to not_bonded, when it should have gone from bonding to bonded. During the pairing process bonding? Occurs after the two devices have established a connection and are now exchanging keys. These keys allow the next time to pair to be quick. If something is causing the bonding process to take longer than 30 seconds, the entire pairing will terminate. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1st set of resolution steps (must work if no issue with google play integrity): remove the mobile device from the pump. Check the phone¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing). Important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. As the csr indicates uploads to carelink, it appears the issue may have been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We were unable to conduct testing due to a lack of a xiaomi mobile device with android 12 to test. Nevertheless, the issue can be confirmed through log analysis. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to not_bonded, when it should have gone from bonding to bonded. During the pairing process bonding? Occurs after the two devices have established a connection and are now exchanging keys. These keys allow the next time to pair to be quick. If something is causing the bonding process to take longer than 30 seconds, the entire pairing will terminate. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: 1st set of resolution steps (must work if no issue with google play integrity): remove the mobile device from the pump. Check the phone¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. Uninstall/remove the mmm app from the mobile device. Restart the mobile phone. Reinstall the mmm app & then make sure bluetooth is on launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. As the csr indicates uploads to carelink, it appears the issue may have been resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.